Event description:
A pt was being positioned for the application of the mayfield skull clamp for a posterior fosse craniotomy when the unit slipped. The pt incurred a 3 inch laceration which required staples to close the wound. Adult mayfield disposable pins were being used at the time of this incident. No stereotaxy device was used.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.